Event description:
It was reported that during a (laparoscopic gastric bypass) gastroplasty procedure, there was a failure of firing of one blue load, which locked, preventing the stapling of the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete cycle. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a cutline? Did the device deliver a staple line? The analysis results found that one 6r45b reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.